Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation on the left ventricular (lv) lead. The doctor recommended prolonged course of antibiotics with outpatient follow-up and a repeat echocardiogram in the near future. The lv lead remains in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No further patient complications have been reported as a result of this event.